Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the clinical and error logs did not find evidence to support the reported event. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.